Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple vitrectomy cutters were cutting intermittently and sometimes there was no cutting. It was noted that the problem was with the ophthalmic console pneumatic assembly panel. The procedure details and patient impact were not provided.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg. Report num. (B)(6) the manufacturer internal reference number is: (B)(4). The console report was submitted under mfg. Report num. (B)(6)

Event description:
Upon further review of the available information, it was clarified that the vitrectomy probes were not the suspect, but the console was.